Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the device in overall good condition. No issue was found in the event history log since the alarm occurred after power off. Functional testing was able to replicate the reported issue. The root cause was undetermined. The device was being sent to the united states for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the descending alarm was eventually silenced on power down (pogo pin insulator work was completed on this pump). There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
E1: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.